Manufacturer narrative:
(B)(4). This report was not confirmed. The patient stated that the patient line clamp was closed during priming. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a referenced complaint, the caregiver (cg) stated there was quite a bit of air in the line. The technical service representative (tsr) advised the cg to start over with new supplies. The solution to this issue was provided over the phone and swap of the device was not necessary. On (B)(6) 2011, product surveillance spoke with the cg who stated that the home patient (hp) had left the clamp closed while priming then connected and started therapy. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.